Event description:
Caller reported a cartridge alarm issue with their insulin pump, which did not impact their blood glucose levels adversely. Customer attempted to load a new cartridge; however, the alarm recurred, preventing the resumption of insulin therapy. Technical support assisted the caller by providing instructions on proper loading techniques and storage mode and arranged for a replacement pump to be sent. Customer acknowledged the instructions and understood the need to return the defective pump within 10 days to avoid charges. Additionally, technical support guided the customer on setting up the replacement pump, which included programming pump settings and connecting their cgm. The customer planned to use multiple daily injections as a backup therapy in the meantime.